Manufacturer narrative:
Based on the provided quality control data, a reagent issue is not indicated. The available information suggests the patient sample exhibits extremely elevated ige concentrations > 50000 iu/ml. Per product labeling, there is no high-dose hook effect at ige concentrations up to 50000 iu/ml. The diluted result of the sample measured in 1:20 dilution resulted with value >50000, which is above the high-dose hook effect claim. The investigation determined the issue is consistent with a high-dose hook effect of the sample due to extremely elevated ige concentrations.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ige ii immunoassay on a cobas 6000 e601 module. The sample initially resulted in an ige value of 1573 iu/ml. The sample was diluted 1:20 and repeated, resulting in a value of > 50000 iu/ml with a data flag.

Manufacturer narrative:
The e601 analyzer serial number is(B)(6). The investigation is ongoing.